Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced persistent hyperglycemia after an evening infusion set and cartridge change, with cgm readings over 401 and a glucometer value of 532 the following morning while using a steel set on the abdomen and dexcom cgm; the user administered 2 units of rapid-acting insulin and was instructed to disconnect from the pump to avoid stacking while supplies were changed and hydration and light activity were encouraged. Symptoms included hyperglycemia and nausea. Outcomes included characterization as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.